Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to nonphysiologic noise. The physician suspected an electrode fracture. Technical services (ts) discussed possible troubleshooting options and causes. Subsequently this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The conclusion code selected was no problem detected.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to nonphysiologic noise. The physician suspected an electrode fracture. Technical services (ts) discussed possible troubleshooting options and causes. Subsequently this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to nonphysiologic noise. The physician suspected an electrode fracture. Technical services (ts) discussed possible troubleshooting options and causes. Subsequently this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.